Event description:
Device issue: premature, partially deployed stent. Time of device issue: during the procedure. Adverse event: none. It was reported that the absolute pro would not cross a previously deployed stent. An absolute pro stent was deployed in the proximal right superficial femoral artery (sfa), then a second absolute pro was being advanced to deploy in the distal portion of the lesion. When the device was removed it was noted that the stent had partially deployed; however, the device remained in the locked position. There was no reported adverse patient effects. Though requested, no additional information was available.

Manufacturer narrative:
(B)(4). Evaluation summary - evaluation of the returned absolute pro self expanding stent system (sess) revealed that the stent implant was located on the stent holder between the markers and the distal outer sheath was not retracted. The handle was in a locked position and opening the handle, the rack was located in the distal position (not retracted), indicating no evidence of an attempt to deploy the stent. There was no partial stent deployment. The incident also reported that the sess failed to advance through a previously placed stent in the superficial femoral artery (sfa). Failure to advance can be affected by numerous factors including, but not limited to, product placement technique, pre-dilatation strategy, guiding catheter/introducer sheath support, patient anatomical morphology, or an interaction with other products. The failure to advance thru the previously placed stent appears to be an interaction with the reported previously deployed stent. The absolute pro was used in the superficial femoral artery. Per the instruction for use (IFU) the absolute pro .035" biliary sess is intended for palliation of malignant strictures in the biliary tree. A review of the device lot history record (lhr) did not reveal any non-conforming material records (ncmr) associated with this lot. During production all sess are 100% dimensionally measured over the sheathed stent.